Manufacturer narrative:
During inspection and testing, the e216 error code (scope communication error) was found to be due to a broken cable unit. The customer's complaint of noise on the image was not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when preparing the device for use, prior to a procedure, the camera head showed noise on the image but the subject could be recognized. The device was returned to an olympus service center for evaluation. During inspection and testing, error e216 (scope communication error) was displayed. This report is being submitted for the malfunction found during evaluation (e216 - scope communication error). There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 28-january-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error code (e216) was due to a communication failure caused by a disconnection of the cable. The root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.